Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgery, a communication failure occurred and the robot shutdown. The surgeon re-started the robot and no other issue was noticed.

Manufacturer narrative:
The incident occurred following an already know residual bug, identified under the reference (B)(4).